Manufacturer narrative:
Concomitant medical products: evolutpro-29-us transcatheter valve, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the clinic with ¿puss¿ coming out of the implantable pulse generator (ipg) pocket, the skin was red, and leads were exposed. The were functioning fine but physician decided to explant the entire system. The system has not been replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.